Event description:
It was reported that during the feeding device placement procedure, the lid of the feeding adapter could not be closed and allegedly there was a foreign material at the lid. Therefore, upon the removal of foreign material, the lid was able to be closed and procedure was completed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hand-drawn illustration of an open feeding port were returned for evaluation. Gross visual and microscopic visual evaluation were performed on returned samples. The investigation is inconclusive for the reported contamination /decontamination problem issue as only an "l-shaped" silicone-like substance with a glossy, translucent surface was returned and the entire device was not returned for evaluation. The investigation is also inconclusive for the reported difficult to open or close issue as exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during the procedure, the device allegedly had a foreign material at the lid. There was no reported patient injury.